Manufacturer narrative:
Date rec¿d by MFR : 21mar2019. Information was received that the se (philips service engineer) replaced the touchscreen and user interface board to address the issue. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 14may2019. Patient information is not available. Information was received that the faulty touchscreen has been scrapped and cannot be returned for failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 07jan2019 date rec¿d by MFR : 04jan2019 additional information was provided by the international customer that the serial number of the ventilator is (B)(4). The touchscreen was de-calibrated continuously. The service engineer (se) inspected the device and found that the touch screen lost the adjustments almost immediately after calibration. The customer was provided with a quote for repair of the device to replace the touchscreen and the user interface board. The customer has not accepted the quote for repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4); serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator does not work. Additional information was requested from the customer. There was no patient harm reported. The event date was not specified; estimate used.